Manufacturer narrative:
The manufacturing history and labelling of the device has been reviewed and confirmed that no abnormalities or deviations were reported. The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that the images for the custom tibial component of the custom total femur replacement, implanted in 2012, indicated that it was loose. The patient has been feeling pain therefore the surgeon has opted to replace the tibial component. The date for the surgery has not been determined yet. (B)(4)